Manufacturer narrative:
(B) (4): the screw was returned for evaluation. The fracture surface analysis revealed a fairly flat fracture surface with progressive striations, indicative of fatigue, which are evident on approx two thirds of the fracture surface. A review of the device history records did not identify any applicable nonconformance to spec.

Event description:
It was reported that the pt underwent spinal surgery with instrumentation. Sometime post-op, the pt's screw broke. The pt underwent revision surgery for a broken rod (refer to MFR report 1030489201000450). The broken screw was explanted.